Manufacturer narrative:
A drager service representative performed the evaluation and observed that the caster threads were stripped. The caster was replaced and the device functioned normally.

Event description:
It was reported that: the customer observed that the caster came out of the bottom of the trolley, when moving the device into the biomed department for a scheduled preventative maintenance. The device did not tip over and there was no injury.